Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the down, up keypad buttons. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. Although the adapt tool does list some battery related alerts/alarms, they occur either way before or after the event date. The adapt tool lists the following low battery/battery insertion cycles in reverse chronological order: battery cycle 10.0 received the lowbatteryalert (104) on 07/10/2025 06:55:00 faster than expected at 5.98 days; battery cycle 9.0 received the lowbatteryalert (104) on 07/04/2025 07:22:00 faster than expected at 4.66 days; battery cycle 3.0 received the lowbatteryalert (104) on 06/13/2025 17:32:00 after more than 7 days at 14.89 days. Each of these cycles is less than 7 days indicating that the pump fails the battery life test. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of unexpected battery failed alarms was not confirmed but that of short battery life was confirmed during testing. According to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days per the pump history records suspecting a hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was not holding the charge and received a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for battery failed alarm and found that the customer was not using the correct battery cap for the pump. Troubleshooting was performed for battery cap issues and the customer requested spare battery cap. Troubleshooting was performed for low battery alarm and the customer received a replace battery alarm. Troubleshooting was performed for replace battery alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.